Event description:
The following information was received from the study: three years and two months post stent implantation the patient was hospitalized for a re percutaneous transluminal coronary angioplasty (ptca). In 2003 the patient was admitted into the hospital where angiography revealed two-vessel disease. A 3.0 x 13mm cypher stent was placed in the mid left anterior descending (lad) lesion at 14atm. Then another 3.0 x 13mm cypher stent was placed in the mid right coronary artery (rca) at 15 atm and finally a third 3.0 x 13mm cypher stent was placed in the proximal rca at 16 atm. All three stents were placed via direct stenting. Pre-procedure medications include beta-blocker therapy, calcium antagonists, aspirin, clopidogrel, diuretics, ace inhibitors, vasodilators, metformina, aceticisteina, thyroid hormones, allopurinolo and clopidogrel (300mg).

Manufacturer narrative:
This is the first of three products involved with this adverse event, which is associated with mfg report #9616099-2006-01617, 9616099-2006-01619 and 9616099-2006-01620. Additional information will be submitted upon 30 days of receipt. Please note that this device crs13300 / lot no: r0703088) is distributed outside the united states; however, it is similar to the united states distributed product (cxs13300).